Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom upstream occlusion alarm, caused by a failed upstream sensor. Evaluation found the upstream sensor vales to be below specification. Low ultrasonic readings can make the pump more sensitive to upstream conclusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed upstream occlusin during biomedical testing. It was also repported that there was no patient involvement.